Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic module pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that diodes, designators cr24 and cr7, as well as fet transistors, designators q5 and q6, were shorted, causing a lot of damage to the pcb.

Event description:
It was reported by the customer that the device had an incorrect energy charge. There was no patient use associated with the reported event.